Event description:
The description of the event is reported as: the clips were closed before usage. When opened, the device was found to have what looks like blood residue on the tip of the applier. Not used on patient, no patient injury.

Manufacturer narrative:
Sample reported as available, but not received yet for evaluation. Investigation is ongoing. A follow up report will be sent when available.